Manufacturer narrative:
Concomitant medical product: dtmb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing as well as far-field r-wave oversensing was seen on stored electrograms. The atrial lead remains in use. No patient complications have been reported as a result of this event.